Manufacturer narrative:
.

Event description:
It was reported that the pulse generator exhibited telemetry failure at less than 1.0 v during threshold testing. It was noted that output arrested during telemetry. When the telemetry wand was detached, pacing out put continued. The device was explanted and replaced.